Event description:
It was reported that during a percutaneous coronary intervention procedure withdrawal resistance occurred. The 1.50x20mm apex push balloon was being used with a 5fr non bsc guide catheter and after the physician applied negative pressure to deflate the balloon he was unable withdraw the balloon back on the unknown guide wire. The physician removed everything as a system and the procedure was completed with no patient complications reported. Additional information was requested and is not available.

Event description:
Same case as MFR# 2134265-2010-04311. It was further reported that a 1.5x20mm apex push balloon was advanced to an unspecified lesion for predilation and then a 3.00x32mm promus element stent was advanced to the lesion. The promus element stent was successfully deployed in the lesion and the stent delivery balloon was used to post dilate the lesion. After post dilation the physician experienced balloon withdrawal resistance and the stent delivery balloon became stuck inside of the non bsc guide catheter. The physician was able to remove everything as a system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)